Manufacturer narrative:
Investigation pending.

Event description:
Customer reported a false negative apap result on triage tox drug screen with mtd. Customer ran four tests on one pt urine sample and obtained the following results: w45876b: +apap fresh urine. W46864b: -apap urine was cold after refrigeration. W45876b: +apap urine at room temp > 30 min. W46864b: +apap urine at room temp > 30 min. Customer used two different strip lots and had the same results on three different meters (42699, 40679 and 47056). Qc samples tested on both lots of strips with correct results. +apap is reported for this pt. Tech support checked with the tech who ran the test and she ran the urine right from the refrigerator (the negative result). She waited about a half hour and repeated, all results verified.